Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the case seal left of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Initial reporter: (B)(6) medical & scientific ltd. (B)(6). Phone: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.